Event description:
Device was returned for repair only. Upon evaluation it was noted that the jaw was broken off. Contact with the hospital confirmed that the device had broken during use in surgery. Piece was retrieved without complication or injury to the patient.